Event description:
The customer reported that when the system was plugged in, it alarmed and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power control printed circuit board was replaced and the proper isolation tap settings were verified. The system was tested and found to be working as intended and put back into service.